Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 533 mg/dl. The customer was treated for high blood glucose with needles. The customer stated didn't give the insulin for breakfast. Customer reported that they are unable to troubleshoot at time of call. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised to change out set and reservoir and site.